Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was conducted on the returned parts. Inspection on hip bearing identified very little damage. There are two small flares in the rim of the bearing where the ceramic head is inserted. The etch on the rim of the bearing is clearly visible. The outer surface has several scratches and gouges across the entire surface. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03337 and 0001825034-2017-03338.

Event description:
It was reported that the patient's left hip was revised approximately two months post implantation due to disassociation.